Manufacturer narrative:
Other relevant devices are: unk-cv-sr-aneurx; s/n: unknown; use by date: unknown; upn # unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an unknown sized abdominal aortic aneurysm. It was reported that the patient was admitted to the emergency room for an unknown reason. A CT of the abdomen and pelvis were performed and the finding suggested there was an endoleak present into the aneurysm. There appeared to be a disunion of the aneurx main body and the aneurx cuff. As per the physician the cause of the event was anatomy related due to tortuosity of the proximal aorta below the renal arteries. No additional clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
Films review summary: the exact cause of the component separation could not be determined from the films provided. The anatomy at implant is unknown, earlier post-implant films were not provided for comparison, and the amount of initial cuff overlap is unknown. CT¿s returned from 10+ years post-implant revealed that the patient had a 12.6cm x 11.4cm max diameter infrarenal aaa. Two attached aortic cuffs, a talent (proximal) and an aneurx (2cm distal), were seen positioned just below the lowest left renal artery within the severely angulated neck. The aneurx bifurcate was positioned into the aaa sac, ~4 ¿ 5cm below the left renal, and had likely migrated. The distal end of the aneurx cuff appeared to have partially detached from the bifurcate, and there was contrast within the sac from a likely type iii junctional endoleak. The infrarenal neck and cuffs were angulated ~55 deg a-p to the aneurx proximal margin at the detachment location, and the cuffs were angulated ~90 deg a-p relative the distal aorta. Contrast was also seen outside the distal right limb which may have also been pressurizing the aaa. It appears likely that the severe neck angulation contributed to the detachment of the aortic cuffs from the bifurcate, leading to the type iiia endoleak and increasing aaa size. It is also possible that disease progression contributed to the lack of distal sealing within the right common iliac, and disease progression and aneurysm morphology changes may have also contributed to the likely migration of the bifurcate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received via patient services reported that the patient's records at the healthcare facility indicates that the patient may have had their aneurx stent grafts removed on the 08th feb 2018; however, it was informed that this information could not be fully confirmed. The caller states that the patient's records indicate removal of abdominal aortic grafts, and implant of new grafts, due to possible leakage from previous stents. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.